Event description:
Event description guidant received information that this pacemaker, which is included in the hermetic seal field advisory, was explanted due to normal battery depletion. The patient is non-pacemaker dependent and has had normal function clinically. The ventricular lead impedances are high at: 2112 ohms at 0.9 ma in unipo,ar mode, and 2440 ohms at 0.9 ma in the bipolar mode. The device was removed, replaced and returned for analysis. The lead was electively not replaced due to a patient condition. The lead impedance measurement with the new pacemaker, in unipolar mode, was 1340 ohms.